Manufacturer narrative:
Corrected data: g3, h6.

Event description:
Reportedly, during implantation of an intra-ocular lens (iol) into the eye, it was noticed that a haptic was bent. The iol was removed, a vitrectomy was performed and a backup lens of the same model, same diopter was implanted. Additional information was requested, but not received.

Manufacturer narrative:
The device was returned for evaluation. Microscopic examination was performed and found the lens with one haptic bent. A tear in the center of the optic is observed. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.